Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side "ruptured" and "recalled." Device has been explanted.

Event description:
Patient reported a right side "ruptured" and "recalled." Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified two devices; a device appears to be intact and other device have an opening in the posterior side. The device is not labeled by side explanted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: d2, d4, g4, h6.

Event description:
Patient reported a right side "ruptured" and "recalled." Device has been explanted.